Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right ventricular (rv) lead exhibited intermittent capture. The rv lead was repositioned but intermittent capture persisted. The rv lead remains in use. No patient complications have been reported as a result of this event.